Event description:
It was reported, the pt was experiencing extreme pain near the lead incision causing him to vomit. The pt's physician stated the reported pain was a muscle spasm that may continue for two weeks. It is unknown at this time if the issue is related to the scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.